Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set leaked. This occurred during an unspecified step of peritoneal dialysis (pd) setup or therapy. Patient connection to the setup at the time of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.